Event description:
A lead extraction procedure commenced to remove two (one capped and one active) right ventricular (rv) and a right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath on the active rv lead, the lead was successfully removed. Next, while removing the ra lead, resistance was encountered in the innominate; therefore, switched to the capped rv lead. With traction from the lld, the lead released; however, the patient¿s blood pressure dropped and a pericardial effusion was detected. Rescue efforts began, including sternotomy. An rv perforation was discovered and repaired, and the ra lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld ez providing traction within the rv lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.